Event description:
A physician reported that an ophthalmic system exhibited chamber instability. The system was deleted with the older setting, and it was reset to continue the surgery. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).